Event description:
The customer reported to customer service that when she pulled the transformer from the wall socket, it broke into pieces.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer she stated that the transformer crumbled in her hand when she pulled it out of the wall outlet, which exposes the inner electronics, which is a safety risk. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. The product was received on (B)(4) 2012. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusion can be made as to the cause of the event. However, the customer stated that the transformer housing broke into pieces when she pulled it from the wall outlet which exposed the inner electronics, which is a safety risk. However, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. When the product is evaluated, a f/u report will be filed.